Event description:
It was reported that the atrial lead exhibited loss of capture, and an increased threshold of 3 v at 1.0 ms. The physician decided to program the atrial pulse at 3.5 v at 1.0 ms.

Manufacturer narrative:
Na